Event description:
It was reported that the target lesion was located in the distal popliteal artery with heavy calcification and 80% stenosis. The armada 35 balloon was advanced toward the lesion without any issues (no resistance was felt). The balloon was positioned in the lesion and during the first inflation, the balloon ruptured at 7 atmospheres (atm). The armada balloon was retracted from the anatomy intact. A fox plus 7.0 x 40 mm balloon was used to perform three inflations up to 10 atm, to treat the target lesion successfully. The physician stated that from his point of view, the heavy calcification might have contributed to the balloon rupture. There were no adverse patient effects. There was no clinically significant delay of procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The balloon rupture was able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.